Event description:
It was reported through a clinical postmarket study that the patient was hospitalized a second time for drug withdrawal. Symptoms on admission were loss of therapy effect, dizziness, pain and myalgia, marked irritability, chills, and fever. Preliminary phone reports indicate that two myelograms indicated no catheter break and psychiatric evaluation was conducted. Investigator could not rule out a drug infusion problem and proceeded with pump replacement. Upon opening the pump pocket, considerable fluid was visible and it was decided to replace catheter as well. Principal investigator believes now the catheter was the origin of the problem and describes the event as catheter break/cut. The patient was receiving dilaudid via the pump. The outcome is reported as patient recovered without sequela. Same as manufacturer's report #: 6000030200601948.

Manufacturer narrative:
H6-final device analysis reveals no anomaly found-normal device function.